Event description:
It was reported that post a stenting treatment procedure, stent thrombosis occurred. Access was obtained via the left femoral artery using a 6fr standard sheath. The target lesion was located in the right coronary artery (rca). A non-bsc guide wire was advanced and a 2.5x15mm non-bsc balloon was advanced for pre-dilatation. It was inflated to 6atms/5sec, 8atms/25sec and 8atm/30sec. Then a 2.5x20mm ion stent delivery system (sds) was advanced across the lesion. After exchanging guide wires, the stent was deployed at 11atms/25sec. It was post dilated with a 2.5x12mm non-bsc balloon inflated to 16atm/5sec, 12atm/4sec. A 3.0x15mm non-bsc sds was advanced and the stent was deployed at 10atms/25sec. The delivery balloon was advanced a second time to 12atms/25sec. A 3.0x15mm non-bsc balloon was inflated to 12atms/5sec. The patient tolerated the procedure well and there were no patient complications. Five days later, the patient returned with thrombosis and the rca was 100% occluded. Access was obtained via the left femoral artery. Angiomax was administered. A non-bsc guide wire was advanced to the lesion and it was dilated with a 2.0x10mm non-bsc balloon inflated three times to 10atms. A second 2.0x10mm non-bsc balloon was advanced and inflated between 10-16atms four times to 5atms. A 2.5x18mm non-bsc stent was advanced and was deployed at 11atms/28sec. The delivery balloon was inflated three more times. Next, a 2.5x12mm non-bsc balloon was advanced to post dilate the stent. The balloon was inflated four times between 10-16atms/8secs. A 2.25x8mm non-bsc stent was deployed at 13atms/20sec. A 2.5x12mm non-bsc balloon was used to post dilate the stent. Effient was administered after the procedure. No additional patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).